Manufacturer narrative:
Patient information was requested and was not provided.(B)(4)

Event description:
The customer reported the ventilator failed system pressure testing (3131). The customer reported patient involvement with no harm to the patient.